Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: when the device fired , it failed? Yes, clips not formed properly, multiple clips fired out etc. Were the clips formed properly? Some, yes, others no. Did the device fire at all? Yes. Did the device fire clips and then jam? No. Was the clip placed on the tissue and then fell off? Yes on three different occasions.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon firing the clips, it failed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.